Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo show partial view of an introducer sheath loaded with dilator. The photo was unclear in closure view. No anomalies were noted. The investigation is inconclusive for the reported sheath tip uneven and failure to advance issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During the procedure, when implanting the catheter sheath, it could not be inserted. After several attempts, resistance was felt, so the catheter sheath was removed. It was found that the tip of the catheter sheath was uneven and rough, making it impossible to continue the operation. Reportedly patient experienced pain. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI p port isp - groshong. During the procedure, when implanting the catheter sheath, it could not be inserted. After several attempts, resistance was felt, so the catheter sheath was removed. It was found that the tip of the catheter sheath was uneven and rough, making it impossible to continue the operation. Reportedly patient experienced pain. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.